Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/25/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and passed. The reported allegation was not found. The complaint is not confirmed because the transmitter passed all testing.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.